Event description:
It was reported the lead fractured. Lead integrity alert tones triggered. It was also reported, there were sensing issues and the real source could not be determined. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.